Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed inflammation in the anterior chamber on (B)(6) 2017. The patient had cataract surgery on (B)(6) 2017 and the doctor suspects the inflammation was due to the intraocular lens (iol) or healon 0.85 cartridge. It was later reported that the patient received steroid medication as treatment and has recovered. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Re-testing was performed on retain samples (chemical tests ¿ ph, particles, osmolality and viscosity/ microbiological test -bacterial endotoxins). The result was within product quality specification. Visual inspection on retained products was completed. 26 samples were investigated. No visible defects were found on the package or in the solutions. The solution was clear and colorless. All components were included in the products and were without defects. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.